Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cath lab. The md stated during insertion of an ai-07135 the contrast agent leaked form the extension line of the inserted catheter when starting injection. As a result, the catheter was removed. A new kit was opened and used without issue. The procedure went on as planned successfully. There was no report of patient death, complications, injury and no medical or surgical intervention was required. It was stated there was no delay or interruption in the procedure. The patient outcome is good. Additional information received on 28jan2015 stated that the contrast agent used was optiray (isoversol) 350 and the injection setting was 24 ml (volume), 12 ml/sec (slow).